Manufacturer narrative:
Product not returned to manufacturer.

Event description:
The dentist reported that unknown zirconia abutment fractured at implant level.

Manufacturer narrative:
The complaint was confirmed based on picture provided by the dentist. The product did not return. A review of the customer¿s order history also did not positively identify the reported item information, and therefore a device history record review could not be completed. A definitive root cause has not been determined. Date received by manufacturer, add follow up type, add event problem codes, add evaluation codes.